Event description:
It was reported that left hip revision surgery was performed due to loosening of the acetabular component, metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head and sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head. Similar complaints have been identified for the bhr cup and modular sleeve. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The trauma/landing on left hip approximately 3 months post-primary left tha could have been a contributing factor to the reported hip ¿clicking¿ as it was not documented prior and the left hip was not assessed following the event. The mentioned fall during the incarceration period was most likely the root cause for the ¿periprosthetic¿ acetabular fracture, which required an orif and plating. Complaints of ongoing groin pain were noted postprocedure. It is unknown if the mixed-manufacturer construct contributed to the reported event. The reported evidence of ¿metallosis¿ may be consistent with findings associated with metal debris; however, the source of the reported clinical reactions could not be confirmed and it could not be concluded that the reported findings/events were associated with a mal-performance of the s+n components or metal related pathology. The patient impact beyond the pain, loosening (likely secondary to non-union), revisions, and expected transient post-op convalescence periods cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.